Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date -requested, not yet provided. UDI - requested, not yet provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested, not yet provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported when the doctor pulled the device back against the vessel wall, and the angio-seal device got stuck at the end of the procedure. The green tamper tube did not appear. The doctor sedated the patient and pulled hard on the device and the device released, and hemostasis was achieved. There was no blood loss due to the event. The patient was unharmed and was discharged home that same afternoon.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 6/29/18: it was reported that they assumed the device contributed to the bleed.

Manufacturer narrative:
The user facility provided a photograph of the stuck device in the patient. The tamping tube could not be seen exposed. From the image provided, it was unclear how much of the suture had been released from the clear frame that holds the coiled suture. One used 6fr angio-seal vip device was received for product evaluation. The arteriotomy locator and tamping tube were received along with the device. The returned components were subjected to visual analysis. There were no gross visual anomalies noted with the arteriotomy locator. The hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. No damage was observed along the length or at the distal end of the hemostatic sheath. A 1.377" portion of the suture as measured with a sliding gauge along with the clear shrink wrap marker could be seen exposed from the hemostatic sheath. The clear marker appeared flared at the distal end. The suture appeared cut and the anchor and collagen were not returned for analysis. The tamping tube was separated from the suture. To determine the cause of the "stuck" component, the tensioner was removed from the device cap. There was no suture remaining to be unraveled from the clear frame. However, the suture was still tethered to the suture tensioner disk. There is no evidence that this event was related to a device defect or malfunction. The returned device was consistent with successful deployment. The tamping tube at some point prior to receipt was able to be deployed without any damage to the hemostatic sheath or carrier.

Event description:
Additional information was received on may 31, 2018. The procedure being performed was a diagnostic angio. Hemostasis was achieved, although the patient later presented in the emergency department with a bleed from his epigastric artery. No femoral angiogram was performed and the patient went to radiology for thrombin injection. Additional information was received on june 1, 2018. The blood loss could not be determined; it was an internal bleed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. A correction was made, it was initially reported the device was not returned, however the device has been returned and is currently under investigation. Weight: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.